Event description:
It was reported that a prong on the cassette broke off. The event occurred during set up on the home choice (hc). There was no patient involved or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for lot number s12f15027 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was returned to baxter and the evaluation is complete. A visual inspection was performed and it was noted the tubing had become disconnected where the solvent bond was located. The sample was inspected under a microscope and it was noted there was no solvent on part of the tubing. The reported problem was confirmed and the cause was determined to be a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). A batch review of lot s12f15027 will be performed. The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.